Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v302593, implanted: (B)(4) 2009, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer and company representative reported that the patient had a fall and the therapy stopped working. It was added that the wires were all twisted and the implantable neurostimulator (ins) was not giving any kind of communication. The patient was in a lot of pain and went to the health care provider (hcp) who checked the device and determined the wires were twisted and that there was no communication because the battery was depleted. The ins and lead were replaced. The patient services representative asked the patient if the ins was replaced due to normal battery depletion, to which they replied, yes, it was not working. They had to take it out. After the replacement it was noted the patient had no symptoms related to the new device. The patient's indications for use of the stimulation system were gastrointestinal/ pelvic floor <(>&<)> urinary dysfunction/ sacral nerve stimulation. No potential cause of the twisted wires was reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.